Manufacturer narrative:
G4: 27jul2020 b4: (B)(6) 2020 the replaced touchscreen was returned for failure analysis. It was determined that the ul_lr and ur_ll pin to pin resistance were out of specification, which caused the reported touchscreen failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 23jan2020.

Event description:
It was reported that the ventilator's touchscreen failed during periodic maintenance. There was no patient involvement. The manufacturer¿s international service technician evaluated the ventilator and confirmed the reported problem. The service technician replaced the touchscreen and the problem was resolved.